Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was cracked in two places. Unrelated to these issues, the keypad rubber showed signs of thinning at the bottom of the keypad and was noted to be torn at the ok keypad button. All keys were fully responsive; however, upon removal of the keypad cover, contamination was found under the ok button contact. In addition, two cracks were noted to the pump casing. The battery and cartridge caps were not returned; all testing was performed with test caps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a dim and discolored display. In addition, the battery compartment was cracked in two places.